Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that to resolve the issue, the implantable neurostimulator (ins) was replaced. The ins was discarded by the facility and the patient's weight is unknown.

Manufacturer narrative:
Continuation of d10: product ID: 97755; lot#serial#: (B)(6); product type: recharger; product ID: 97745; lot#serial#: (B)(6); product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that she is having hard time charging the ins since friday (B)(6) 2022; she struggled with it since friday in even getting connected. The pt stated she was sent a recharger (rtm) cord a few weeks ago. The pt is connected and charging with excellent quality now - the ins is @ 50%. The pt does not want to troubleshoot because she is finally connected. Will call pt back to continue. Troubleshooting was unable to be performed as pt will call pt back to allow the ins to charge more. An outbound call was made to the pt. The pt stated her ins is still charging and it is @ 70% the controller is down to 40%.  The ins is charging but it is very slow to charge. The pt was called back after 1 hour and it had only charged another 20%. A request was sent to the repair team to replace the controller and the rtm cord. The pt was told to follow up with their healthcare provider (hcp) if the new equipment does not resolve the charging issues and to have her ins checked. No symptoms were reported. The patient reported trouble charging device. Additional information received from a manufacturer representative (rep). It was reported the cause was not determined, the device could not keep connection several times for charging. There was a medical decision to replace the unit.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.